Event description:
Pt uses the cadd solis pump to get tpn. Home care nurse called our office on (B)(6) 2016 and spoke to an infusion nurse. Nurse stated that pump (sn (B)(4)) ran the bag completely dry prior to pump beeping that it was done, so pt received all of her tpn order, plus the 100 mls overfill. Pump still showed that it had more to infuse. Pump exchanged out in the home and brought back to phs for more testing. Biomedical tech verified the complaint and will be sending the pump into the MFR on 09/02/2016 for further testing.